Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced safety mechanism failure. The following information was provided by the initial reporter: during the handling of the catheter, the contact sensor, a safety device for dosing application force, did not appear.

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of safety shield activation failure (catheter) were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced safety mechanism failure. The following information was provided by the initial reporter: during the handling of the catheter, the contact sensor, a safety device for dosing application force, did not appear.